Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: the returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon and wire lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the distal edge of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 15x2mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, during inflation at 1013 kilopascal, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 15x2mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, during inflation at 1013 kilopascal, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.